Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported waking up to find the ilet screen cracked. The damage interfered with the ability to announce meals as crack is interfering with the function. A replacement ilet was processed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.